Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred. The implantable neurostimulator (ins) also was taking 3 days to charge and stimulation was intermittent. The patient was scheduled for a battery changed. The device had had at least one overdischarged. The healthcare provider was scheduled to replace the battery on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report. 2011 (B)(6). Rep reports that a battery change has been scheduled and notes that the device has been implanted since 2004 and has one overdischarge.

Event description:
Additional information received reported that the device was replaced, and the patient had no further complaints.